Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 9:00 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows. At 5:30 am the pod was deactivated and she stated the cannula was kinked. She could also smell insulin leaking around the adhesive pad. At 5:39 am she was able to activate a new pod and at 6:50 am her bg was reading 229 mg/dl.